Event description:
The biomedical engineer (bme) reported that bedside monitor (bsm) stopped showing the patient's electrocardiogram (ECG) waveforms for about 8 minutes and that there were no alarms sounding nor any other notification that the bsm was not monitoring the patient's ECG waveforms. The medical staff switched the patient to another room and have not seen any further issues. No patient harm was reported. The bme sent in the logs from the timeframe of the event into nihon kohden to investigate the event.

Manufacturer narrative:
The biomedical engineer (bme) reported that bedside monitor (bsm) stopped showing the patient's electrocardiogram (ECG) waveforms for about 8 minutes and that there were no alarms sounding nor any other notification that the bsm was not monitoring the patient's ECG waveforms. The medical staff switched the patient to another room and have not seen any further issues. No patient harm was reported. The bme sent in the logs from the timeframe of the event into nihon kohden to investigate the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the model #: cu-192ra, serial #: (B)(4), device manufacturer data: 07/25/2017, unique identifier (UDI) #: (B)(4). Model#: pu-681ra, serial #: (B)(4). Device manufacturer data: 10/13/2017, unique identifier data: (B)(4).

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) stopped displaying the patient's electrocardiogram (ECG) waveforms for about 8 minutes with no alarms sounding or notification that the bsm was not monitoring the patient's ECG waveforms. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) stopped displaying the patient's electrocardiogram (ECG) waveforms for about 8 minutes with no alarms sounding or notification that the bsm was not monitoring the patient's ECG waveforms. No patient harm or injury was reported. Investigation summary: the event logs were sent in and reviewed but the reported event could not be confirmed. The logs sent by the customer do not show any history of ECG dropping off. Photos or videos of the event were requested from the customer; however, they were unable to acquire printouts / screenshots of the event. A review of the history of the complaints / reports from the customer's facility identified no further recurrences of the issue. The root cause of the issue could not be identified. Possible causes of the issue are an incorrect parameter priority setting and long uptime of the device without a restart. If another parameter that has a higher priority than the ECG gets a reading, it is possible that parameter would take priority to be displayed on the all beds screen. An incorrect parameter priority does not disable alarms and the device would still alarm if limits were exceeded, even if the waveform is not displayed on the all beds screen. Long uptime of the device without a restart may cause the cns operation to become unstable and may stop monitoring. It is recommended in the operator's manual of the device to reboot the central monitor once every three months. A definitive root cause could not be identified. Without a root cause, countermeasures to prevent recurrence could not be performed. Furthermore, as of 06/13/2023, there has been no reported recurrence of the issue from the customer facility. No corrective actions would be performed at this time. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 05/24/2022 emailed the customer via microsoft outlook for information in the no information list: no reply was received. Attempt # 2: 06/02/2022 emailed the customer via microsoft outlook for information in the no information list: no reply was received. Attempt # 3: 06/08/2022 emailed the customer via microsoft outlook for information in the no information list: no reply was received. Additional device information: concomitant medical device: the following devices were used in conjunction with the bsm: core unit - monitor: model #: cu-192ra serial #: (B)(6) device manufacturer data: 07/25/2017 unique identifier (UDI) #: 04931921112168 cns: model#: pu-681ra serial #:(B)(6) device manufacturer data: 10/13/2017 unique identifier data: (B)(4).